Manufacturer narrative:
Catheter model# unk, serial# unk. (B)(4).

Event description:
In (B)(6) 2012, his upper extremities became a little bit more spastic, so they decided to put the catheter to a higher level. They removed the catheter from th vi level and put ((B)(6) 2012) a new catheter to th IV level.

Event description:
The pump was delivering baclofen.